Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they are experienced difficulty in breathing and "concerned about battery life draining". The implantable pulse generator (ipg) remains in use. No further patient complications have been reported as a result of this event.